Event description:
I used ecogel 200 and doppler ultrasound heartbeat monitor while I was pregnant with my son. My son had a deformity with his penis when born. Last week my son was diagnosed with a tumor on his right kidney (cancer). Right kidney was removed on (B)(6) 2025.